Event description:
It was reported that this implantable device was suspected of exhibiting premature battery depletion behavior. A decrease of 2.5 years in the estimated battery longevity was observed between follow-up visits within approximately 10 months time. Technical services (ts) reviewed device data and confirmed that the power consumption of this device has been increasing and the power consumption is expected to continue to increase. Due to this anomaly, a ts consultant recommended device replacement. It was noted that if the battery behavior remains unchanged, there is sufficient battery capacity to support therapy and replacement for at least 90 days. This device currently remains implanted and in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable device was suspected of exhibiting premature battery depletion behavior. A decrease of 2.5 years in the estimated battery longevity was observed between follow-up visits within approximately 10 months time. Technical services (ts) reviewed device data and confirmed that the power consumption of this device has been increasing and the power consumption is expected to continue to increase. Due to this anomaly, a ts consultant recommended device replacement. It was noted that if the battery behavior remains unchanged, there is sufficient battery capacity to support therapy and replacement for at least 90 days. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. It is currently unknown as to whether this device is available for return. A request for product return will be submitted to the field.

Manufacturer narrative:
Should additional information become available, a supplemental report will be provided.